Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Data analysis has been requested, however, has not yet been completed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Data analysis has been requested, however, has not yet been completed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the health care professional (hcp) has not yet contacted technical services (ts) back to complete the data analysis process. Available information indicates that this device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that a health care professional (hcp) contacted ts and a request was made to have data from this device analyzed. Data analysis confirmed the device battery was depleting normally. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Data analysis has been requested, however, has not yet been completed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the health care professional (hcp) has not yet contacted technical services (ts) back to complete the data analysis process. Available information indicates that this device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Data analysis has been requested, however, has not yet been completed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the health care professional (hcp) has not yet contacted technical services (ts) back to complete the data analysis process. Available information indicates that this device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that a health care professional (hcp) contacted ts and a request was made to have data from this device analyzed. Data analysis confirmed the device battery was depleting normally. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this device was later part of a routine device replacement procedure. This device was explanted and replaced. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
The returned accolade device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time). In some devices, the voltage becomes lower than the nominal model. This results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups. Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period.